Manufacturer narrative:
Upon further review of service records it was found that the tarpon amp board did not fail as originally reported. The field service engineer (fse) had replaced all the tarpon amp boards as part of a scheduled modification. There was no malfunction as reported in the initial submission. Result and conclusion codes were added to reflect current information. Bec internal identifier - (B)(4).

Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
The customer reported measuring rare events on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.